Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported stop of ventilation was not reproduced during testing in a reference ventilator. During tests in a reference ventilator the pre-use checks failed the gas supply sub-test. The air gas module measured falsely, the incoming air gas pressure to 0 bar. The failure was caused by a defective high pressure transducer on a printed circuit board inside the gas module. The high pressure transducer is measuring the incoming pressure of air. The failure of the pressure transducer leads to inaccurate gas flow regulation. The component's failure disabled the measurement of the gas supply pressures and as a result, the gas supplies to the air and oxygen gas modules was consequently cut off. This failure will lead to low gas supply pressure being measured by the monitoring sub-system and the generation of the low gas supply pressure alarm. The root cause for why the pressure transducer failed has not been determined. Evaluation of the received device logs contained the reported stop of ventilation.

Event description:
(B)(4)

Event description:
It was reported that the ventilator during ventilation stopped the ventilation. There was no harm to the patient. (B)(4).